Manufacturer narrative:
Product event summary: analysis found the programmer interrogated as required with a known good rf (radio frequency) head. Interrogation issue was confirmed with rf head. Loose ECG (electrocardiogram) connector found on a pcb (printed circuit board) assembly; it is noted there was also an out of specification common mode/wrist electrode functional test issue due to this pcb assembly. Analysis also found a broken tab on power cord bay door and broken cases. The programmer would not print; printer found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l rf (radio frequency) head. (B)(4).

Event description:
It was reported the programmer is not interrogating properly or recognizing devices. The programmer was returned for repair. No patient complications were reported as a result of this event.